Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) feels stimulation 10 hours after therapy has been discontinued. In an effort to resolve this matter, a new pt programmer was provided. Results of that intervention method have not been disclosed. No further info is available.